Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor had seized up due to immersion/ corrosion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning, which is failure to follow the directions for use. This was further defined as misuse, abuse and/or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was discovered that the motor device had an e2 error code. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.